Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("heavy uterine bleeding with clots"), uterine leiomyoma ("possible fibroids/fibroids") and bladder injury ("during the procedure, the plaintiff's bladder was damaged") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and vaginal haemorrhage ("vaginally daily for two to three months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), menorrhagia ("menorrhagia with clots"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), peripheral nerve injury ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue") and vertigo ("post surgical vertigo"). The patient was treated with surgery (she "under" hysterectomy with bilateral salpingectomy with removal of the essure implant), surgery (surgery to remove fibroids) and surgery (she underwent additional emergency bladder repair procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma, bladder injury, menorrhagia, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, peripheral nerve injury, bladder disorder and vertigo outcome was unknown. The reporter considered back pain, bladder disorder, bladder injury, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, pelvic pain, peripheral nerve injury, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Diagnostic results: thyroid and hormone levels were normal. All labs returned with normal readings. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder injury ('during the procedure, the plaintiff's bladder was damaged'), embedded device ('device embedded'), pelvic pain ('severe pelvic pain'), device dislocation ('migration'), uterine haemorrhage ('heavy uterine bleeding with clots') and uterine leiomyoma ('possible fibroids/fibroids') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginally daily for two to three months") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced bladder injury (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia with clots/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), neurological procedural complication ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue") and vertigo ("post surgical vertigo"). The patient was treated with surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant, she underwent additional emergency bladder repair procedure and surgery to remove fibroids). Essure was removed on (B)(6) 2018. At the time of the report, the bladder injury, embedded device, pelvic pain, device dislocation, uterine haemorrhage, uterine leiomyoma, menorrhagia, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, neurological procedural complication, bladder disorder and vertigo outcome was unknown. The reporter considered back pain, bladder disorder, bladder injury, device dislocation, dysmenorrhoea, embedded device, fatigue, menorrhagia, menstruation irregular, neurological procedural complication, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Diagnostic results: thyroid and hormone levels were normal. All labs returned with normal readings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder injury ('during the procedure, the plaintiff's bladder was damaged'), embedded device ('device embedded'), pelvic pain ('severe pelvic pain'), device dislocation ('migration'), uterine haemorrhage ('heavy uterine bleeding with clots') and uterine leiomyoma ('possible fibroids/fibroids') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginally daily for two to three months") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced bladder injury (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia with clots/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), neurological procedural complication ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue") and vertigo ("post surgical vertigo"). The patient was treated with surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant, she underwent additional emergency bladder repair procedure and surgery to remove fibroids). Essure was removed on (B)(6) 2018. At the time of the report, the bladder injury, embedded device, pelvic pain, device dislocation, uterine haemorrhage, uterine leiomyoma, menorrhagia, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, neurological procedural complication, bladder disorder and vertigo outcome was unknown. The reporter considered back pain, bladder disorder, bladder injury, device dislocation, dysmenorrhoea, embedded device, fatigue, menorrhagia, menstruation irregular, neurological procedural complication, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Diagnostic results: thyroid and hormone levels were normal. All labs returned with normal readings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event device embedded made medically significant. Event device migration added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("heavy uterine bleeding with clots"), uterine leiomyoma ("possible fibroids/fibroids") and bladder injury ("during the procedure, the plaintiff's bladder was damaged") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and vaginal haemorrhage ("vaginally daily for two to three months"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), menorrhagia ("menorrhagia with clots"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), neurological procedural complication ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue") and vertigo ("post surgical vertigo"). The patient was treated with surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant), surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant), surgery (surgery to remove fibroids) and surgery (she underwent additional emergency bladder repair procedure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, uterine leiomyoma, bladder injury, menorrhagia, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, neurological procedural complication, bladder disorder and vertigo outcome was unknown. The reporter considered back pain, bladder disorder, bladder injury, dysmenorrhoea, fatigue, menorrhagia, menstruation irregular, neurological procedural complication, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Diagnostic results: thyroid and hormone levels were normal. All labs returned with normal readings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc -product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder injury ('during the procedure, the plaintiff's bladder was damaged'), embedded device ('device embedded'), pelvic pain ('severe pelvic pain'), device dislocation ('migration'), abnormal uterine bleeding ('heavy uterine bleeding with clots') and uterine leiomyoma ('possible fibroids/fibroids') in a 44-year-old female patient who had essure (batch no. 58565- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and menometrorrhagia. Thyroid and hormone levels were normal. All labs returned with normal readings. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginally daily for two to three months") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced bladder injury (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia with clots/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), neurological procedural complication ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue"), vertigo ("post surgical vertigo") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant, she underwent additional emergency bladder repair procedure and surgery to remove fibroids). Essure was removed on (B)(6) 2018. At the time of the report, the bladder injury, embedded device, pelvic pain, device dislocation, abnormal uterine bleeding, uterine leiomyoma, heavy menstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, neurological procedural complication, bladder disorder, vertigo and menometrorrhagia outcome was unknown. The reporter considered abnormal uterine bleeding, back pain, bladder disorder, bladder injury, device dislocation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, neurological procedural complication, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Discrepancy noted for date of insertion: (B)(6) 2013 1 trailing coils noted on right and 1 trailing coils noted on left lot number reported 58565 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder injury ('during the procedure, the plaintiff's bladder was damaged'), embedded device ('device embedded'), pelvic pain ('severe pelvic pain'), device dislocation ('migration'), abnormal uterine bleeding ('heavy uterine bleeding with clots') and uterine leiomyoma ('possible fibroids/fibroids') in a 44-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and menometrorrhagia. Thyroid and hormone levels were normal. All labs returned with normal readings. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginally daily for two to three months") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced bladder injury (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia with clots/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea"), menstruation irregular ("irregular cycles"), fatigue ("extreme fatigue"), back pain ("back pain"), neurological procedural complication ("post surgical nerve damage in her leg"), bladder disorder ("post surgical bladder issue"), vertigo ("post surgical vertigo") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (she under hysterectomy with bilateral salpingectomy with removal of the essure implant, she underwent additional emergency bladder repair procedure and surgery to remove fibroids). Essure was removed on (B)(6) 2018. At the time of the report, the bladder injury, embedded device, pelvic pain, device dislocation, abnormal uterine bleeding, uterine leiomyoma, heavy menstrual bleeding, dysmenorrhoea, menstruation irregular, fatigue, back pain, vaginal haemorrhage, neurological procedural complication, bladder disorder, vertigo and menometrorrhagia outcome was unknown. The reporter considered abnormal uterine bleeding, back pain, bladder disorder, bladder injury, device dislocation, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, neurological procedural complication, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: plaintiff had to catheterized for 14 days following the surgery and was in the hospital for five days. Discrepancy noted for date of insertion: (B)(6) 2013 1 trailing coils noted on right and 1 trailing coils noted on left most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, lot number, medical history added. Rcc updated. Event menometrorrhagia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report